Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported poor imaging was associated with difficult imaging due to patient anatomy. The cause of the reported unchanged mitral regurgitation was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with posterior flail/prolapse, a cleft at the posterior leaflet, and a rotated heart. After successfully implanting two mitraclip xtw devices, a third clip was necessary to be implanted. A mitraclip nt was advanced in the patient, but after the clip was deployed, a single leaflet device attachment (slda) was detected. The third clip had detached from the anterior mitral leaflet (aml). It was noted that difficulties visualizing the clip were encountered during the procedure due to the patients anatomy and according to the physician the slda was also due to the patient's anatomy. The procedure was completed with no additional clips implanted and the mr remaining at grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.